Manufacturer narrative:
Additional product code: jdo. Implanted in (B)(6) 2018; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided is not valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of dynamic hip screw (dhs) implant constructs for a femoral neck fracture on (B)(6) 2019 as that ended up not healing. Surgeon took out the hardware and revised patient to total hip arthroplasty. Dhs was removed with no issues. Original implant date was (B)(6) 2018. It is unknown if there was surgical delay. Procedure was successfully completed. Patient outcome was unknown. This report is for one (1) dhs plate. This is report 1 of 3 for complaint (B)(4).